Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.